Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be my potential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid build up. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be my potential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid buildup. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to therapy downgrade. No information is available about any products implanted in place. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks on different days due to t wave oversensing. Technical services (ts) reviewed noting wide r wave and pronounced t wave. Some muscle noise was observed during the t wave so there could be my potential noise in addition. Ts discussed programming options. This patient was admitted to the hospital for other reasons, possibly related to fluid buildup. A request was made to have data from this device analyzed. Data analysis confirmed noise causing oversensing, to continue to remain in primary vector and continue to monitor. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to therapy downgrade. No information is available about any products implanted in place. A return request is being sent to the field. No additional adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to therapy downgrade to a non boston scientific transvenous device system being implanted. This s-ICD is not expected to be returned.